Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Event description:
It was reported that during surgery the handle kept getting stuck on the mesher. There was no delay to the procedure and an alternate device was available for immediate use. Due diligence is in progress for this complaint; to date no additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.